Event description:
Received notice of complaint concerning above product from chief technician. Reports a leak at the pump segment adapter (post pump). Reports that the leak occurred approximately 2 hours into the treatment. Unable to return blood in arterial line due to air in system. Line changed and treatment completed without further incident. December 8-spoke with director of nursing who reports that the estimated blood loss was less than 100cc. The patient remained stable, no medical intervention required. Actual sample available.